Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to normal wear and improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during service and evaluation, it was determined that the small battery drive device had unknown debris on the springs, seal and o-ring, corroded ball bearings and internal sub-assemblies components, worn coupling lever and coupling head label, debris on the triggers, had signs of immersion on its battery. It was further determined that the device failed pretest for off/oscillation/on switch mode function, triggers and electronic control unit function and failed check for battery case coupling. It was noted in the service order that the device would not run during a tibial plateau leveling osteotomy procedure on an animal. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.